Manufacturer narrative:
(B)(6) this event occurred in (B)(6) (B)(4).

Event description:
The customer questioned results for 2 patient samples tested for elecsys probnp ii immunoassay (probnp ii) or elecsys ft4 ii assay (ft4 ii). Based on the data provided, the ft4 ii results for 1 patient were erroneous and reported outside of the laboratory. The initial ft4 ii result was 2.47 (unit of measure not provided). The repeat result was 29.61. No adverse event occurred. The ft4 ii reagent lot number was 158223. The expiration date was requested but was not provided. Based on a review of quality control data for ft4 ii, the results were within range on the day of the event, but on the low end.

Manufacturer narrative:
Based on a review of the alarm trace from (B)(6) 2016, an "abnormal probe sucking" alarm was noted. The alarm trace from the day of the event showed no issues. The instrument check data results from (B)(6) 2016 were acceptable. A specific root cause was not identified. Erroneous sample pipetting can cause false low results. This is the most likely root cause for this event due to the "abnormal probe sucking" alarm from (B)(6) 2016.